Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.